Event description:
Customer reported via phone, she experienced high blood glucose of 439 mg/dl an hour after the incident. Customer stated she was on vacation and the insulin pump was dropped in the water. Troubleshooting was performed and found there were fluids under the lcd display. She was sitting in the sun but it still had water in it. Customer stated she didn't drop the device it fell she stood up. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump was also received with moisture damage to the motor. No moisture damage was noted on the battery tube or vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.